Manufacturer narrative:
Based on the information provided the cause of the reported incident can be possibly attributed to use error as the surgeon explained that he had applied too much pressure on the bowel and pulled the tissue harder than he should have. It was confirmed that the instrument would not be returned to isi for evaluation as there was no instrument malfunction. If additional information was received a follow-up MDR will be submitted. No image or video recordings are available for review. A review of the site's system logs for the reported procedure date was completed. Investigation revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. It is also confirmed that the instrument was used in a subsequent procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia procedure, the patient's bowel was perforated while the surgeon was running the bowel with a force bipolar instrument. The procedure was converted to open surgery to repair the bowel. Although the surgeon believes the bowel injury occurred as a result of applying too much pressure on the bowel and pulling the tissue harder than he should have, the cause of the complication is unknown.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the surgeon started running the bowel with the force bipolar instrument, which perforated the bowel. It is unknown if the complication was a full or partial thickness bowel wall injury. The size of the bowel injury was not provided and it is unknown if the bowel was incarcerated in the hernia. The procedure was converted to open surgery to repair the bowel. It was confirmed that the instrument was not in the strong grip mode. An intuitive surgical, inc. (Isi) clinical territory associate (cta) spoke to the surgeon and he mentioned that he did not want to discuss this issue. However, the surgeon confirmed that there was no instrument malfunction. According to the cta, the surgeon explained that while running the bowel (as a part of the procedure), he had applied too much pressure on the bowel and pulled the tissue harder than he should have, resulting in bowel perforation. It was confirmed that the instrument was not in a strong grip mode. There is no video recording available for review. The patient was reported to be recovering well with no issues. She also confirmed that the site would not return the force bipolar instrument to isi for evaluation as the surgeon indicated no instrument malfunction was reported. The surgeon had also confirmed that the patient was reported to be recovering well with no issues.